Manufacturer narrative:
A loaner unit was provided to the customer, while the customer is returning the unit to mindray's repair center.

Event description:
Customer reported an issue with the panorama central station's tim which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.